Manufacturer narrative:
H4: the lot was manufactured from june 23, 2020 - june 25, 2020. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photographs was performed which showed evidence of fluid inside the overpouch suggesting a leak occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10, h3, and h6. H10: two (2) of the three (3) devices were not received for evaluation; therefore, a device analysis could not be completed, and the cause could not be determined. One (1) device was received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged cap. The cap thread was exposed which suggested the cap may not have been properly closed during product use. The blue winged luer cap was hand tightened and a functional leak test was performed with no issue noted. Based on the analysis finding, the folfusor unit was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified for the one (1) returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are three (3) large volume folfusor leaked "through the blue cap". There was no patient involvement. No additional information is available.